Event description:
An olympus representative found the asset, evis exera iii video system center, processor and light source did not function together. There was no patient involvement.

Manufacturer narrative:
Upon further, inspection the reported event was not confirmed. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the processor not working could not be identified, nor could the phenomenon be duplicated. Olympus will continue to monitor field performance for this device.